Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation of a stenting treatment procedure, stent damage occurred. Stent damage was noted to a 3.0x32mm promus premier stent during preparation. No patient complications were reported. Another same device was use do complete the procedure.

Event description:
It was reported that during preparation of a stenting treatment procedure, stent damage occurred. Stent damage was noted to a 3.0x32mm promus premier stent during preparation. No patient complications were reported. Another same device was use do complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged. Struts on one of the center rows and the fifth most proximal row were raised and misaligned. The stent¿s outer diameter (od) at the two points where the damage was identified were measured with a digital snap gauge. The average od along the undamaged portion of the crimped stent was within specification. The inner diameter (ID) of the stent protector is within specification thus it can be deduced that it would not have been possible to apply the stent protector without encountering resistance. It was also noted that the tip was damaged and the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).